Manufacturer narrative:
A sample device was not returned for analysis. The lenses remain implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. UDI number is not available due to the limited information provided in the article. Zip code is not indicated at this time. Noguera h. Analysis of surface light scattering of hydrophobic acrylic intraocular lenses implanted 10 years vs. 1 month ago. J emmetropia 2015;6:79-86. The manufacturer internal reference number is: (B)(4).

Event description:
In a literature study entitled "analysis of surface light scattering of hydrophobic acrylic intraocular lenses (iol) implanted 10 years vs. 1 month ago," a doctor reported that the group of iols that had been implanted 10 years had more surface light scattering causing a higher level of reduced contrast sensitivity than the iols that had been implanted for 1 month. There are two manufacturing device reports associated with this article. This file is for the iols implanted for 10 years.

Manufacturer narrative:
A correct copy of the literature article has been provided in the regulatory report attachments.